Manufacturer narrative:
B5. Describe event; corrected information ; supplemental MDR #2 inadvertently omitted information known prior to submission h6. Adverse event problem codes; corrected information; f1905 & b17 inadvertently left off of initial report despite being known at the time of submission.

Event description:
It was reported that the patient underwent a lead revision due to the high impedance condition. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Later it was reported that the patient was noted to have their generator replaced on (B)(6) 2025. Despite troubleshooting the high impedance, it remain unresolved and company representative indicated that the patient is needing a lead revision. The suspect product remains implanted to date.

Event description:
Later, it was reported that over the last 6 months, the patient has been experiencing a gradual increase in seizures. The device is known to be in a pulse disabled state based on session report prior to the alleged start of increasing seizures. It was noted that prior to vns, the patient had experienced 70 seizures a day, to one seizure every two-four weeks. Patient is gradually getting more and more seizures (unclear if above the 70 seizures a day mark). The suspect product remains implanted to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high impedance. No surgical intervention has occurred to date. No additional relevant information has been received to date.